Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation is lymphoma, capsular contracture baker grade unknown, rupture, and lymphadenopathy. The events of capsular contracture, lymphoma, and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory agency reported a ¿confirmation of the diagnosis: a large cell anaplastic lymphoma (of the t-cell series), alk1-negative¿, ¿prosthesis leakage¿ "axillary lymph nodes", and ¿marked capsule fibrosis¿ baker grade unknown. The device has been removed. This record relates to the right side.